Event description:
The reporter stated that the ok keypad button felt the same but had to be pressed hard in order for it to respond. The reporter also stated the keypad was intact and that all of the other keypad buttons were functioning normal. The reporter also indicated that the patient wears the pump attached to a belt and that he does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button was intermittently responsive and required multiple button presses in order to elicit a response. The keypad buttons click back and spring back as expected. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.